Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported the procedure was performed to treat a tight lesion with mild tortuosity and heavy calcification in the proximal right coronary artery (rca). A 3.5 x 38 mm xience alpine stent delivery system (sds) was advanced but could not cross the lesion due to the anatomy. During the attempt to remove the sds, there was resistance with a previously implanted stent and the stent dislodged. The dislodged stent remained on the guide wire and partly inside the guiding catheter. Therefore, a second guide wire was advanced with a balloon catheter to perform the balloon trapping technique. The balloon was inflated and trapped the dislodged stent against the inside of the guiding catheter. The devices were removed as a single unit and the dislodged stent was retrieved with no consequences to the patient. Two xience alpine stents were used to complete the procedure successfully. There was no patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was initially reported as returning, but has now been reported as not returning. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that as the stent delivery system was advanced, resistance was met with the heavily calcified, mildly tortuous anatomy resulting in the reported failure to advance. During removal, interaction with a previously implanted stent resulted in the reported difficult to remove and ultimately resulted in the reported stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design or labeling.